Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 359.219, lot: 9350714, manufacturing site: hägendorf, release to warehouse date: 27.mar.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the inserter for ti elastic nails (p/n 359.219 lot 9350714) was received with a damaged ppsu handle. The handle had a crack along its entire vertical length and various dents and nicks. The handle was also broken, as a small piece of the handle was observed to be missing. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection could not be conducted due to post manufacturing damage. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. The handle design was modified (revision a to b) to improve impact resistance to hammer strikes and material was changed. This complaint device was manufactured to revision a prior to the design/material changes. Conclusion: the complaint condition is confirmed for the inserter for ti elastic nails (p/n 359.219 lot 9350714) as the handle had a crack along its entire vertical length and various dents and nicks. The handle was also broken, as a small piece of the handle was observed to be missing. While no definitive root cause could be determined, the complaint condition is likely due to consistent hammer blows and/or excessive force. During this investigation no new product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no other corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the blue t-handle/inserter from elastic nail set and handle with quick coupling were broken. It is unknown when the issue was discovered. It is unknown if there were patient and procedure involvement. This report is for one (1) inserter for ti elastic nails. This is report 1 of 2 for complaint (B)(4).